Event description:
Customer reported abo discrepancies with the fwd_aborh assay. A known type a donor reported as an ab on the galileo. Repeat testing reported as type a.a type of ab negative was reported for a donor unit labeled as a negative. The sample was not retested either on the galileo or by another method. However, a new segment from the same unit was tested manually (i.e. Tube method) and the expected a negative result was obtained.

Manufacturer narrative:
Images were download from the customer's instrument, and the well containing anti-b appeared to have a greenish tint, suggesting it contained anti-a reagent. A service call was made. The customer stated that the wash was not always as strong following addition of anti-a reagent compared to washing following addition of anti-b and anti-d reagents. New wash pumps were installed. The system was tested and operated within specifications.